Event description:
The patient came in reporting pain due to a dislocation of the medacta head from a competitor liner and the cause is unknown. At about 2 months post primary the surgeon revised competitor cup and liner and medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2217241: (B)(4) items manufactured and released on (B)(6) 2022. Expiration date: 2027-10-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.